Event description:
It was reported that on (B)(6) 2022, during post-op event bilateral revision of femur fixation done due to non-union and mal reduction. There was a patient consequence. On the right side there was the removal of four (4) screws from a plate, compression application and re-insertion of new screws into existing plate was done. On the left side there was removal of retrograde femoral nail with three (3) screws and new implantation of nail with compression plating was done. One screw was broken. This report is for one (1) unk - screws: trauma. This is report 4 of 4 for complaint.

Manufacturer narrative:
Product complaint # (B)(4). Additional narrative: complainant part is not expected to be returned for manufacturer review/investigation. Investigation summary: photo investigation: visual analysis of the photo revealed that unk - screws: trauma, was observed damaged like bent, the picture is in poor condition and it was not possible determine if the screw was broken. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for unk - screws: trauma. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.